Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction. It was reported that the battery was flipping after patient (pt) experienced significant weight loss. They also experienced a fall in april. Due to the battery flipping and migrating, the lead wire was completely "could up" in the pocket. The lead migrated and broke right at the entrance of the ins causing a loss of stimulation and a loss of therapy. The issue was resolved by fully replacing the system on (B)(6) 2026.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2scx4); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.